Event description:
Reportedly, the staff reports the handpiece was working intermittently. Then, during the procedure the staff noticed a burning smell. They found the bi-polar device touching the gel pad which was applied to the pt's arm. When the gel pad was removed it showed a burn on the pt. However, based on the report, the bi-polar pedal was not set-up. There is a third degree burn on pt's arm the size of which is unk. The account was contacted and refused to suggest the type or make of the handpiece and return electrode gel pad being used. There were no details provided about the treatment of the burn and the current status of the pt.